Event description:
Customer stated that ventilator was rented to a hospital in 2003. At 16:40 ventilator was displaying an unknown error code and ventilator started to alarm. Rental customer called facility at 18:48 about vent, while patient was being bagged. Facility delivered replacement ventilator and patient was put on vent at 21:00. Patient expired at 22:00.